Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "off set self check failure - 1174" and "airway pressure sensing failure - 1052" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed, by a zoll approved service provider, during initial testing and the smart pneumatic module board and transducer screen were replaced. The device was not returned to zoll medical corporation and without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.